Manufacturer narrative:
Of the 2 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. During investigation for unrelated allegations, there were 21 additional instances of cartridge cap damage. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 21-23 years of age and between 147 and 163 pounds. Of the reported patients, 2 were male.